Event description:
On (B)(6) 2014, it was reported the patient¿s blood glucose was 348 mg/dl with abdominal pain and vomiting. It was reported the patient did not receive treatment outside routine diabetes management. Reportedly, the patient began use of the pump the previous day to the event on (B)(6) 2014, requiring initial setup from the user. During troubleshooting, it was reported that the pump¿s basal delivery setting ended at 1pm. This complaint is being reported because the alleged hyperglycemia was associated with a pump use error issue.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.